Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was having an MRI yesterday and she felt a shocking sensation so they stopped the MRI. The reporter wasn't able to provide further details as to if the MRI guideline was followed. No further symptom was reported and no other complications were reported or are anticipated.

Manufacturer narrative:
The initial reporter is a healthcare professional. If information is provided in the future, a supplemental report will be issued.